Manufacturer narrative:
Although the event occurred in (B)(6) 2013, a report was not filed until january 2015. Follow up with the patient and treating physician provided the following event information. One mammomark marker, product code mam3002, was placed at the time of the initial biopsy. The patient reported that one day following the procedure, she noticed her breast was swollen up to her armpit and she had inflamed lymph node. The patient had a second procedure on (B)(6) 2013 to remove marker clip. The IFU contains a statement in the warnings and precautions section regarding potential hypersensitivity or an immune response as: "though rare, hypersensitivity or an immune response to the mammormark device may occur. The safety and efficacy of the mammomark device have not been established for patients who have known allergies to bovine products, collagen and/or collagen products. The physician should closely monitor and treat accordingly." An initial assessment of this event did not directly link the incident to our product. However, a further clinical review of the event with devicor's medical department determined the event to be MDR reportable pursuant to 21 cfr part 803 as it could not be concluded that our device did not cause or contribute to this event. Due to the adverse event, subsequent procedure and/or other treatment intervention, as well as medical consultation, we are submitting this medwatch report. Device discarded by customer.

Event description:
The sales rep reported that a patient had an allergic reaction to collagen following a mammomark biopsy site identifier placement during a breast biopsy procedure on (B)(6) 2013. Collagen was removed from the patient on (B)(6) 2013. The reaction resulted in removing the plug sometime after placing and the tissue was very necrotic and she also suffered from anaphylactic shock.